Event description:
It was reported that a patient underwent a gynecological procedure in 2008. Immediately upon use, the device was not cutting properly. It appeared to be dull even though it had not been used. A second device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.